Event description:
Report by the safety officer stated that a patient developed a potentially lethal cardiac arrhythmia because of an overinfusion of dopamine resulting from a nurse misprogramming the pump. The report stated "the patient was a post CABG x5. The rn entered the patient's room to take vital signs and to begin to wean the dopamine drip down to 9.5 cc/hour. Instead of putting 9.5 on the pump as the rate, the nurse put 9.5 in the section or drug amount. The IV pump reprogrammed and ran the dopamine in at 250cc/hr for 2-2.5 minutes. Approximate total amount of dopamine infused was 8cc, equal to 12800 mcg over 2-2.5 minutes. The charge nurse came into the room to help the rn get the patient up to the chair and caught the error. Shortly thereafter, the patient became very tachycardic and coded with v tach/v fib that required defib x 3. The patient regained consciousness and vital signs returned to normal with a neuro assessment normal. The patient was discharged seven days after the event". The device was not identified by the safety officer. Information was not provided regarding the set up of the infusion device.